Manufacturer narrative:
Product complaint #: (B)(4). No plan of surgical intervention at the moment. Broken hardware post-op will likely result in the need for revision surgery. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the construct was c4-c7 posterior spine fusion. Patient had acdf c4-7 12 months prior to posterior surgery. Dr. Noticed c7 left screw is broken inside vertebrae during 6mo follow up x-rays. Implant is a mountaineer 3.5 x 22mm f/a screw broken in c7. Surgeon plan is to order a CT for the patient and make a plan from there.